Manufacturer narrative:
Other relevant device(s) are: product ID: vamf4646c200te, serial/lot #: (B)(4), ubd: 26-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 41.3mm thoracic aneurysm. It was reported during the index procedure after the stent grafts were implanted, a postoperative angiography showed an endoleak. It was reported the patient suffered severe complications and died shortly after the second valiant stent graft was placed at the proximal end. Per the physician the cause of the endoleak and death are undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.